Event description:
It was reported to philips that some of the stand movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that lateral stand movements cannot move to work position. After reviewing log file, fse found lateral stand not operational. The part (geo io box) returned for analysis and failure was not confirmed. To resolve the issue, fse reconnected all cables in m-cabinet and r-cabinet and tested all movements. After repairs were completed, system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. The system has an emergency stop button that stops any motorized movement by switching the geometry functions off. The geometry functions become operational again after a geometry restart. The user can override the collision prevention functions when the movement is blocked. When the override function is activated, a message is displayed in the status area, and a repeating beep sound is provided. The maximum movement speed during override is reduced compared to normal movements. The override function is deactivated, and normal movements are available again if the requested movement is no longer being limited by the collision prevention system. In summary, the igts system is designed to prevent collisions, detect collisions as well as identify the component/location of the collision. Therefore, if a collision does occur, it is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.